Manufacturer narrative:
This report is being supplemented to provide additional information, correction, and the legal manufacturer's investigation. D9 has been corrected, and g3 of the initial medwatch should have been12 dec, 2023 and not 29 nov, 2023. Lastly, h4 has been updated as well. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the foreign materials found could not be determined. The suggested events are detectable/preventable by handling the device in accordance with the following IFU: IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection . IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor the field performance of this device.

Event description:
The customer returned the asset device to olympus. During incoming inspection of the gastrointestinal videoscope, a whitish foreign material was found in the air/water cylinder, air/water tube and the jet tube. There was no device problem reported by the customer. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus. In addition to the reportable findings provided in b5, the evaluation found the image guide protector was cut, the light guide lens was cracked, the forceps channel port had a scratch, and the air/water cylinder and suction cylinder had no color. Due to wear of the angle wire; the bending angle in the up direction did not meet the standard value, the bending tube was deformed, and the plug unit and connecting tube were scratched. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.